Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A call to technical services placed on 11/11/2016 stated that this lead pacing threshold test unsuccessful and had oversensing observed on presenting and store intracardiac electrogram. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).